Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
It was reported that there was a dent at 1cm from the tip of the tracheostomy tube, therefore the obturator or catheter could not be inserted smoothly. It was reported that the pt was re-intubated.